Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the pump had blank display. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that he was not able to read lcd screen and was not able to give bolus. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit was received with solid gray blank display with vertical lines due to broken traces on lcd glass. Unable to verify missing segments or partial display due to display anomaly. Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.